Event description:
(B)(6) 2023: information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported the pt's implant has not worked in many years and they just recently started helping the patient. Caller stated they went to another pain management healthcare provider on friday. The patient was redirected to their healthcare provider to further address the issue. 2023-06-19: additional information received from the patient. The reason for call was caller stated that patient has not charged in 2.5 years. Caller stated patient has had stroke and device has not worked for 2.5 years. Caller states they are hoping to get the unit working again. Caller states pt also has ms and needs an MRI to see how bad the ms is and they won't do it because the device is not working. Caller said patient doesn't know where anything is and all equipment is lost. Patient service specialist reviewed possible overdischarge and redirected to healthcare provider. Pss sent request to repair for recharger and reviewed lost stolen process for controller. The issue was not resolved through troubleshooting. An email was sent to the repair department. (B)(6) 2023: the patient reported that sometime in 2023 after they received a replacement cord, they had met with a rep who had tried helping the pt charge the ins over the phone, but they were unable to recharge the ins. It was noted that the ins was possibly in overdischarge for a long time. The pt reported they had not met with a rep in person to try jumpstarting the ins. The pt was told to have the ins replaced. It was mentioned the pt needed a brain MRI, but the pt couldn't do the MRI because the ins was not working/not charged. (B)(6) 2023: information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient's (pt) stimulator does not work. Caller stated the patient was sent a new charger and they cannot get the stimulator to charge still. Caller said the patient has never been jump started before and they need it now since the pt has not been able to charge for about a year now. Caller said they would like someone to come to the healthcare provider (hcp) office to jump start the pts stimulator. Patient has an appointment on (B)(6) at 10am with their hcp. The patient was redirected to their healthcare provider to further address the issue and was given nas number. Agent emailed mdt reps in the area. Caller stated they spoke to their rep on the phone who told them they should just find an hcp to take implant out. (B)(6) 2025: pt rep said manufacturer representative came out a couple of times trying to jump start the implant but it could not be done. Pt is now scheduled for ins replacement surgery next month but the insurance wants a proof that it needs to be replaced. Pt rep asked if the manufacturer could send a letter to health insurance. Reviewed manufacturer role. Reviewed they can send labeling if needed. Redirected to hcp. Managing hcp is at center for bone and joint disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.